Event description:
Health professional reported explantation of a lap-band system. Additional info from the physician's office provided as "pt didn't present for care for greater than one year, presented to the office with abdominal pain. CT (computed tomography) [showed] inflammation around band, ugi (upper gastrointestinal) within defined limits, egd (esophagogastroduodenoscopy) [showed] erosion".

Manufacturer narrative:
(B)(4). Allergan has received the product, however, the device has not been identified nor has the analysis been completed at this time. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Erosion is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported events of band erosion as follows: "caution: as with other gastroplasty surgeries, particular care must be taken during dissection and during implantation of the device to avoid damage to the gastrointestinal tract. Any damage to the stomach during the procedure may result in erosion of the device into the gi tract."